Event description:
On (B)(6) 2018, the lay user/patient¿s mother contacted lifescan (lfs) USA, alleging that her son¿s verio 2 meter was reading inaccurately erratic. The complaint was classified based on information obtained from the customer service representative (csr) documentation since the patient could not be reached to obtain additional information. The reporter stated that the alleged inaccuracy issue began at 2:38 p.m., on (B)(6) 2018. The reporter claimed that the patient obtained blood glucose readings of ¿98, 144 and 115 mg/dl¿ on the subject device, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference between these results exceeds lfs¿ criteria for precision. The patient manages his diabetes with insulin (type and dose not reported; patient does not make adjustments to insulin dose). The reporter stated that a few minutes prior to testing with the device, the patient had begun feeling ¿shaky¿ and that following the result of ¿98 mg/dl¿ which he felt was inaccurately high, he self-treated by eating carbohydrates. The reporter advised that the patient did not test his blood glucose on another device. At the time of troubleshooting, the csr established that the unit of measure was set correctly on the subject device at the time of testing and although the patient was following the correct testing procedure, the reporter was unable to confirm with the patient if the results were from the same approved sample site. The csr confirmed that the test strip vial was intact, that the test strips had been stored properly, were not open beyond their discard date and had not expired. The csr walked the reporter through a control solution test and noted that the result obtained fell within the control solution range printed on the test strip vial. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs suggestive of a serious injury adverse event whilst using the subject device and the alleged inaccuracy issue could not be ruled out as a cause and/or contributor the event.